Event description:
It was reported that four days after the transurethral needle ablation procedure, the pt was admitted to the hospital with lower abdominal pain, severe shaking, fever, and chills. A blood culture was obtained and yielded e. Coli. IV antibiotics were administered and the infection resolved. It was noted that during the ablation procedure, a longer needle length was used than usual.